Event description:
The customer called, reporting they were receiving an error 4 message, when inserting strips into their unlocked freestyle meter, and a battery icon which are the indication that meter may have exhibited a memory overwrite malfunction. There was no report of death, serious injury or mistreatment.

Manufacturer narrative:
This is an initial report. The product has been requested back for investigation. A final report will be submitted when the investigation is completed. Customers and retailers have been informed through the adc fa 16 may, 2006 letter.